Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 973447, serial/lot#: unknown. Product ID: 9733763, software version: 2.2.7. Onsite functional and visual examination was performed by a manufacturer representative. The computer was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a cranial biopsy procedure. It was reported that the site had noted that the system became intermittent and had to be shutdown. The site was able to get through register before this. After rebooting the system the site stated the system became intermittent again which then they did a second hard shutdown. Upon boot up the site was able to get through registration and navigate the case. Patient was present. No delay in the case.

Manufacturer narrative:
H3: the computer was returned to the manufacturer for analysis. Functional testing determined that the computer boots normally to the application screen.the installed programs start and run normally. No video or software issues were observed during burn-in testing. Codes associated with the computer: fdr 213, fdc 67 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Codes associated with the software: fdr, fdc codes. If information is provided in the future, a supplemental report will be issued.